Event description:
It was reported that the zimmer electric dermatome works intermittently. No additional clinical information was received prior to this report.

Manufacturer narrative:
Beginning may 31, 2012, USA and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The device record indicates that the device was manufactured on 11/14/1997 and was last repaired on (B)(6) 2010, for not operating at full speed. Evaluation of the device observed that the device operated erratically. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the left and right side. In post-repair, discoloration and corrosion was observed on the exterior casing of the motor. The cause is likely the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.